Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Only half of tampon came out [foreign body in reproductive tract], tampon broke off [device breakage], removed tampon, only half came out [complication of device removal]. Case description: consumer sent e-mail reporting the tampon broke off; only half came out when she removed it. No serious injury was reported.